Event description:
The user facility reported their automated impella controller (aic) was not reading the purge disc. A loaner was sent to the user facility. No patient harm related to this event.

Manufacturer narrative:
The aic has been received for repair and investigation. The investigation is not complete at this time. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. Product was returned for evaluation. The console was tested after arriving in fs. The issue with properly detecting the purge pressure disc was reproduced, and the purge flag was confirmed to be broken (missing at blue disc retainer). The failure mode will be monitored and trended.